Manufacturer narrative:
The pump passed the functional tests. However, the pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. The data analysis results are: (B)(6) 2016 daily insulin total = 16.850u, (B)(6) 2016 daily insulin total = 18.800u, (B)(6) 2016 daily insulin total = 16.300u, (B)(6) 2016 daily insulin total = 16.175u, (B)(6) 2016 daily insulin total = 15.700u, (B)(6) 2016 daily insulin total = 16.600u, (B)(6) 2016 daily insulin total = 11.100u. Basal delivery only.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in the emergency room. The caller stated that they do not know the official cause of death, however, at the emergency room, they thought that the customer suffered from a blood clot. The caller stated that the customer had stage three kidney disease and kidney failure, and over the course of fifty years of being diabetic there were various complications. The caller did not know the customer's blood glucose at the time of passing. The caller stated that the customer's blood glucose was slightly high the morning of her passing, but they could not recall the exact value. The customer was wearing the insulin pump at the time of death. The customer did not use sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.